Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the prn separated from the unspecified bd pegasus¿ IV catheter system during use and caused leakage. The following information was provided by the initial reporter: "at 9:00 a.m. On (B)(6) 2020, during the cta scan for the patient, the heparin cap of the no. 20 red closed anti-needle stab wound intravenous indwered needle suddenly fell off, resulting in the failure of the scan and no influence was caused to the patient."

Manufacturer narrative:
Unknown manufacturer: (B)(4). The reported lot # 9232320 was searched in sap, but a corresponding material # matching the customer's event description was not found. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the prn separated from the unspecified bd pegasus¿ IV catheter system during use and caused leakage. The following information was provided by the initial reporter: "at 9:00 a.m. On (B)(6) 2020, during the cta scan for the patient, the heparin cap of the no. 20 red closed anti-needle stab wound intravenous indwered needle suddenly fell off, resulting in the failure of the scan and no influence was caused to the patient".